Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead showed a ventricular pace with loss of capture (loc) and a backup pace. Also, frequent ectopy was identified too. It was recommended to continue monitoring the patient. The rv lead remains in service. No adverse patient effects were reported.